Event description:
My (B)(6) son was chewing on the iplay green sprouts flower rattle (it's marketed as a chew / teething toy) when the light pink wooden circle on the pink flower came off. We found this part of the toy in his car seat and were very thankful he didn't choke on it while we were driving to an event. On (B)(6), there is another mother who cites the light pink circle and the silver rattle fell off. (B)(6). Incident location: other - (B)(6). Retailer, retailer state: (B)(6). The product was not damaged before the incident. Document number: (B)(4).